Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation and investigation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The device history record for the lot indicated no anomaly with the event-related items below. Inspection ultrasonic output. Inspection appearance. From the actual product confirmation results and past survey results, the peeling of the tissue pad may have occurred due to the following causes. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe*. It was presumed that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a laparoscopic cholecystectomy, the tissue pad was melted and peeled off about 1 hour after the surgeon started to use the subject device with esg-400 and usg-400. The intended procedure was completed with another device. There was no patient injury reported.